Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded gradually increasing right ventricular (rv) lead pacing impedance and is now consistently greater than 2500 ohms, which is high out of range. The shock impedance was also noted to be high out of range. Further review of the device data was requested. Upon review of the device data by technical services (ts) it was discussed that the rv impedance have measured saturated over the past year. Troubleshooting options were provided by ts to determine the cause of the out of range measurements and it was mentioned that the gradual increase in the shock impedance is likely patient condition. Further review by the clinic indicates that the impedance graph shows a gradual rise in impedance, characteristic of capsule calcification/polarization. High output impedance was performed for 5 to 10 minutes and this brought down the impedance to a readable value of 2159 ohms. The shock impedance is noted to be high within normal range at this time. Reportedly, as per the clinic investigation, there is no evidence of lead fracture and the lead is functioning well. It was also mentioned that the physician recommended a device replacement when elective replacement indicator (eri) status is reached unless a significant development of the observations is shown. The ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 field describe event or problem was updated as the last report indicated that "high output impedance was performed" in the last paragraph, however the correct statement is that "high output pacing was performed".

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded gradually increasing right ventricular (rv) lead pacing impedance and is now consistently greater than 2500 ohms, which is high out of range. The shock impedance was also noted to be high out of range. Further review of the device data was requested. Upon review of the device data by technical services (ts) it was discussed that the rv impedance have measured saturated over the past year. Troubleshooting options were provided by ts to determine the cause of the out of range measurements and it was mentioned that the gradual increase in the shock impedance is likely patient condition. Further review by the clinic indicates that the impedance graph shows a gradual rise in impedance, characteristic of capsule calcification/polarization. High output pacing was performed for 5 to 10 minutes and this brought down the impedance to a readable value of 2159 ohms. The shock impedance is noted to be high within normal range at this time. Reportedly, as per the clinic investigation, there is no evidence of lead fracture and the lead is functioning well. It was also mentioned that the physician recommended a device replacement when elective replacement indicator (eri) status is reached unless a significant development of the observations is shown. The ICD system remains in service. No adverse patient effects were reported.